Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the device was explanted because ventricular failure to capture.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Preliminary analysis of the returned device showed that the visual, electrical, and mechanical characteristics were within specifications. A correct tightening mark as well as 2 incorrect tightening marks were present on the ventricular set-screw. As the issue occurred more than 6 months post implantation, the device is not suspected to have contributed to the reported issue.

Event description:
Some ventricular capture default were reported due to the lead. Nevertheless, the device was explanted.

Manufacturer narrative:
Analysis of patient files dated from 06 (B)(6) 2022 did not show evidence of loss of capture, but high lead impedance was detected on (B)(6) 2022. The analysis of the returned device revealed one correct lead tightening mark on set-screw, which confirmed that at least one correct connection of the lv lead had been performed. 2 incorrect tightening marks were also identified on the ventricular set-screw. Therefore, at least one incorrect connection of the ventricular lead had also been performed. As the reported loss of capture and high lead impedance occurred more than 6 months after the implantation date ((B)(6) 2022), the correct ventricular lead connection was most likely performed after the incorrect lead connection. However, it cannot be confirmed with certainty. The analysis confirms that the connection system of the subject pacemaker functions as specified (in spite of the identified damages sustained to the ventricular set-screw) all electrical characteristics of the returned device were within specifications. No issue is suspected on the subject pacemaker.

Event description:
Some ventricular capture default were reported probably due to the lead. Nevertheless, the device was explanted.